Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, during farawave insertion the aspirate step was pulling bubbles from the sheath despite prior aspirations being performed, attributed to the hemostatic valve was forming a tight seal. The sheath was replaced and the procedure was completed successfully without patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.